Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery cap contact noted, the insulin pump was tested with a test battery cap and unit powered on properly. The insulin pump communicated properly with blood glucose meter and no radio frequency anomalies noted. The insulin pump passed displacement test and off no power test and the operating currents were in specification. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported the customer received a blank display. Troubleshooting did not find any damage to the customer's battery compartment. Customer also did not expose their insulin pump to moisture. It was found the customer was unable to retrieve their display after troubleshooting. Customer's blood glucose was 369 mg/dl. Customer had treated their blood glucose with the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.